Event description:
It was reported that the pump's pt connector broke off and remained lodged in the device, and a replacement pump was issued while the existing ilet remained operational but no longer water resistant. Symptoms included no reported clinical effects or adverse physiological symptoms. Outcomes included no impact on daily activities or medical care beyond device replacement and user counseling to maintain backup therapy. Investigation included troubleshooting and user education, data review guidance, and verification of shipping and return logistics. Investigation of this case revealed a damaged connector component consistent with a mechanical break leading to an inability to remove the connector from the pump, with no alerts or alarms generated. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the connector consistent with user handling or wear.